Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (service code 204, damaged cable) was confirmed. Upon investigation the electrode belt trunk cable was cut in half. The damaged cable caused the reported service code 204. The root cause for the cut cable was physical abuse. No adverse event resulted from the defective electrode belt. The pt received a replacement electrode belt.

Event description:
A pt called zoll customer support to report that he was receiving a service code 204 and that his electrode belt cable was damaged. The pt was issued a replacement electrode belt.